Manufacturer narrative:
The user facility replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing. (B)(4).

Event description:
The service report shows the user facility reported that the 840 ventilator had a blank lower graphic user interface (gui) screen during short self testing (sst). There was no pt involvement.